Event description:
Philips received a complaint on the device efficia dfm100 indicating that ui to processor cable has problem. Device is outside of clinical use. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The brt evaluated the device and determined that the dfm100 assy processor, dfm100-cbl ui to processor mix and dfm100 assy paddle tray assy were defective. The customer has requested to return the device, and no repairs will be carried out. No further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be caused by a defective dfm100 assy processor, dfm100-cbl ui to processor mix and dfm100 assy paddle tray assy. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer has requested to return the device, and no repairs will be carried out. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.